Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) stopped compressions and displayed an "adjust the patient" message" was confirmed during the functional testing and archive data review. The autopulse platform stopped compressions and displayed fault 27 (encoder fault) on the customer-reported event date based on the archive data. The fault was replicated during the functional run-in test. The root cause for the reported complaint was determined to be due to a defective power distribution board (pdb), likely attributed to a defective component. The customer reported that "a crack near the handle on the cover of the autopulse platform" was confirmed during the visual inspection. Based on the photo provided by the service personnel, a vertical crack across the screw holder on the front enclosure handle was noted. The root cause for the observed physical damage was likely attributed to user mishandling, such as a drop. The front enclosure was replaced to address the reported physical damage. The archive data indicated several fault 27 (encoder fault, speed > 3000 rpm, no unwind) on the customer-reported event date, thus, confirming the customer's complaint. The autopulse platform passed the preliminary functional test without any fault or error. However, upon further testing, the autopulse platform displayed fault 27 during the run-in test; this confirms the customer's reported complaint. The encoder indicates that the spool drive shaft is turning too fast at a speed higher than 3000 rpm during compression. The root cause of the issue was related to the defective pdb, and it was replaced to address the reported complaint. Upon replacing the defective pdb, the platform was re-evaluated through the run-in test using the 95% patient test fixture (lrtf) with good known test batteries until discharged without any fault or error. During service, unrelated to the reported complaint, zoll service personnel observed that the channel die-cast was heavily contaminated by the fluid. The channel die-cast was replaced to address the observed contamination. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The customer used the autopulse platform (sn (B)(4)) for resuscitating a cardiac arrest patient. The autopulse platform stopped after performing approximately one minute of compressions and displayed an "adjust the patient" message. The details of the displayed user advisory (ua) is unknown. The customer adjusted the patient and resumed the compressions; however, the autopulse platform stopped after a few compressions. Immediately, the crew removed the patient from the autopulse platform and initiated manual CPR. Rosc was not achieved, and the patient was pronounced dead. The customer provided no further information. In addition, the customer reported a crack near the handle on the cover of the autopulse platform. Customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluate the incident and it was determined that the death was not related to the autopulse device.